Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Needle without protection sheet found in package.

Manufacturer narrative:
Qn#(B)(4). For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings identified. The customer returned one ez-io 15 mm needle set for evaluation. Visual inspection of the kit confirmed that it was fully sealed in its original packaging. It was observed that the needle guard was completely missing from the needle set. Further inspection revealed that the needle guard was loose within the packaging. This failure mode is related to the design of the kit packaging. A CAPA was previously initiated to address this complaint issue. Corrective actions for CAPA 165 were implemented in september 2021. This ez-io kit was manufactured in january 2020 which is prior to the corrective actions being implemented. Certificate of compliance certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso (B)(4). A review of the certificate of compliance found that the needle set passed all the release criteria. The device was released in 01/2020 and is approximately 2.5 years old. A CAPA was previously initiated to address this complaint issue and corrective actions were implemented in september 2021. This ez-io kit was manufactured in january 2020, which is prior to the corrective actions being implemented. The complaint is confirmed. Visual inspection confirmed that the needle guard was completely missing from the needle set. The needle guard was found loose within the kit packaging. This failure mode is related to the design of the kit packaging. A CAPA was initiated to address this complaint issue. Corrective actions for a CAPA was implemented in september 2021. This ez-io kit was manufactured in january 2020, which is prior to the corrective actions being implemented.

Event description:
Needle without protection sheet found in package.